Event description:
It was reported that the fiber cap detached at 79,987 joules during a prostate procedure. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or the cap retrieval was performed. Additional details were requested by the MFR and have not been obtained. It was reported that the procedure was "completed as normal" with a second fiber.

Manufacturer narrative:
The device was returned to the MFR and analyzed. Failure analysis disclosed that the fiber cap was detached. The detached fiber cap was not returned. Evidence of burned and charred heat shrink and glue residue was identified due to the missing cap. The fiber / cap condition would result in forward-firing of the side-firing fiber, which has been identified as a potential safety issue. The customer's complaint of detached cap was confirmed. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber and accelerating cap wear. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage.